Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory notification alert for device in backup vvi mode. Device download was performed successfully.